Event description:
New information received stated that the patient was seen in clinic on (B)(6) 2019 in stable condition without any adverse events associated with the device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator was unable to be interrogated. The device was explanted and replaced.